Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had pump error alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated insulin pump was not exposed to a high magnetic field. Customer reported they were able to clear the alarm. Customer stated they are not able to rewind the insulin pump. Customer was performing displacement test and self test and test was passed. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test. No pump error 38 alarms noted during testing. Moisture damage was found on the force sensor during visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay and cracked battery tube threads. (B)(4).